Event description:
It was reported that durng a laparoscopic sigmoid resection, had incomplete tissue donuts and incomplete staple lines with 2 devices. Thjere was no patient consequence. The procedure was completed by hand suturing.